Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Visual inspection of this device revealed a bend in the working length of the push catheter near the distal tip of the push catheter. The guide pull wire was slightly kinked/bent and slightly pushed out of the ramp window; the stent tips (proximal and distal) were found smashed/collapsed. The rx window on the push catheter was slightly deformed. A functional evaluation was performed on this device by actuating the handle and it was found that the guide catheter assembly extended and retracted inside the delivery system with minimal resistance. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During preparation, the delivery system pullwire was noted to be exiting the exchange port. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed.